Event description:
It was reported that approx. 50 months after implantation this ICD was explanted due to battery depletion. Device displayed eos status.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 16 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The eos state was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was provided, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was, however, aborted due to an already strongly discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The check of the module showed no anomalies. The therapy functions were available without restrictions, and the current uptake was normal and as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened and visually inspected. The visual inspection detected a defective separator. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery.